Manufacturer narrative:
The manufacturer's investigation into the reported event is ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the allograft caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, the pt received bioglue during a procedure to repair an air leak in the bronchus two to three months after the removal of the right lung. The pt indicated that bioglue clogged his left lung. He required an additional surgery to remove the bioglue. The pt reported that the bioglue subsequently dislodged and entered his left lung requiring another emergency procedure.